Event description:
A replacement pacemaker was implanted in the pt in 1999. An existing atrial lead implanted in 1984 was reused. For reasons that are not clear at this time, the pacemaker seems to have reached end of life. This appears to be premature failure of device. The interrogation of pt's pacemaker revealed that the impedance of pt's ventricular as well as atrial leads were found to be good, however, the trhesholds could not be assessed because of it's weak battery. In 2001, a new pacemaker was installed.